Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Review of the submitted log files found that the driveline power fault alarm was activated on (B)(6) 2025. The system appeared to be operating at the set speed without issue, and there were no other notable alarms active in the log files. The patient remains ongoing with heartmate 3 modular cable, lot #10297693 which has been in use since (B)(6) 2025. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for the modular cable, lot # 10297693, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was returning with driveline power fault. System controller and modular cable were exchanged on (B)(6) 2025. It was also noted that there was some green corrosion possibly on patient's connection on the pump side. X-rays contained no obvious areas of concern. The faults were likely associated with the corrosion on the patient's connector. Log files contained the recurrence of the driveline power faults starting on (B)(6) 2025. The log files following the exchange indicated the driveline power faults have resolved. Another modular cable was exchanged on (B)(6) 2025 while modular connector cleaning was done. The driveline power fault returned and after discussion, the alarms were permanently silenced. Additional log files confirmed the recurrence of driveline power faults. The driveline monitoring values online a were intermittently dropping below the alarm threshold. Additional information stated that another modular cable was replaced on (B)(6) 2025.